Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose went up to 575 mg/dl yesterday. The patient treated with a manual insulin injection. The customer did not eat anything since yesterday afternoon and his blood glucose is now 152 mg/dl. Troubleshooting could not be completed since the customer was on his way to see his endocrinologist. No products were returned or replaced.